Event description:
On (B)(6) 2014, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was showing the ¿apply sample¿ message when the patient was attempting to test. The complaint was classified based on information obtained from a follow-up call with the patient carried out by the medical surveillance specialist (mss). The patient reported that the alleged meter issue began on (B)(6) 2014 at 1 pm. The patient normally has a blood glucose range of ¿200-300 mg/dl¿, however at this time they obtained blood glucose results of ¿82 and 87 mg/dl¿ on the subject meter. The patient manages their diabetes with humalog insulin and administers anything between ¿60-100 units¿ depending on meter results. On this occasion, however, the patient did not take any insulin due to these results, and drank orange juice instead. During the initial call with the customer care advocate (cca) the patient claimed to have experienced the symptom of ¿blurry vision¿, however during the follow-up call with the mss the patient informed the mss that this was not unusual and they always have ¿bad vision¿. The patient did not receive any form of treatment, but tested their blood glucose again at about 1:15 pm and obtained a result of ¿181 mg/dl¿ with the subject meter. At the time of troubleshooting, the cca asked the patient to walk through their testing steps and confirmed that they were correct. When walking the patient through a re-test, the cca noted that the test strip completely draws in the sample and the issue could not be resolved. The products were requested for evaluation replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. Although the patient claimed to have experienced ¿blurry vision¿ it was noted during the follow-up call with the patient that they did not feel that this was unusual and they always have ¿bad vision¿.no medical intervention was sought for this condition. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.